Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an incision that was not fully closed. The patient was brought back to the operating room to have the wound cleaned out. No device malfunction was suspected and no known infection. The patient was doing well after the procedure.